Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump completely shut off. The customer's blood glucose was 19.8 mmol/l at the time of incident. The customer stated that the insulin pump only had a black screen after trying to change the battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump failed to vibrate during self-test and had high sleep currents due to corroded printed circuit board and the connector. The insulin pump was received with corroded battery tube. However, the insulin pump powered up properly after battery installation. No blank display or black display anomalies were noted. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with cracked case on the back at the battery tube area, cracked battery tube threads, cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay. The insulin pump also had fading serial number label.